Event description:
It was reported that the patient was experiencing discomfort in their implantable pulse generator (ipg) site. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device was not returned by the medical facility.